Event description:
It was reported that when using the pyxis medstation es system, experienced station frozen. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A technical support specialist confirmed and verified that the customer had resolved the issue. The system functioned as intended after the customer resolved the issue. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.